Event description:
.

Event description:
Additional information received reported the patient¿s healthcare professional did not know the patient¿s therapy was inoperable at the time of the event. It was noted the patient¿s implantable neurostimulator (ins) went into overdischarge in february or (B)(6) 2010, but they were not sure when. The reporter stated their recharger system was lost and that was why their ins went into overdischarge. It was noted the patient¿s ins was changed in 2011 to a non-rechargeable ins.

Event description:
It was reported that the patient experienced telemetry issues. The patient did not charge the implantable neurostimulator (ins) for approximately 12 months. He was incarcerated for 1 year and reported that the prison system lost his recharger which lead to the reported issue. The ins would not charge after 4 different attempts at 60 minutes each time in the physician's office. The patient was unwilling to sit any longer and attempt charging. The patient requested a non-rechargeable system to be implanted. The patient recovered without sequel and patient outcome was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial (B)(4), found the battery was overdischarged and permanently damaged. Analysis of the ins plug model 3550-29, lot unknown, found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that prior to having their device explanted due to overdischarge and their "cans going out," they saw the poor communication screen on the patient programmer (pp) and were unable to communicate using the recharger. The patient wanted to know if a request had been made to have a manufacturer's representative (rep) meet with them to have their device jump started before they had it explanted.

Manufacturer narrative:
Product ID 7496-25 serial# (B)(4) implanted: 1993-(B)(6) explanted: product type extension product ID 37743 serial# (B)(4) product type programmer, patient product ID 3586 lot# uk6020470 implanted: 1993-(B)(6) explanted: product type lead product ID 3550-29 lot# unknown implanted: explanted: product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation conclusion code no longer applies.

Event description:
Additional information received from the consumer via the manufacturer's representative reported the patient was filing a grievance report to the corrections facility for failure to give him adequate medical care. The patient said when the battery was overdischarged, no one contacted the manufacturer until six months later. Someone came to trickle charge him for four hours, but they could not get the battery back. The battery was replaced with a primary cell. This was a complaint about the battery.